Event description:
It was reported that while inserting fixation pin into cutting guide of femur, the head broke off and was retrieved from drapes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.